Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred when the physician accessed the epidural space in order to place a lead at the t3 vertebral location. Physician performed a blood patch and the patient was asymptomatic.